Event description:
The facility representative reported a pump with a failure code 570:320:844:0000 which occurred during an infusion on a pt. The pump was running on channels a and b at the time. Both infusions stopped. The nurse swapped out the device and resumed the infusions. The biomedical technician brought the pump back to his shop and identified the failure 570 as a battery problem. The customer replaced the batteries and the batter harness. The batteries were charged and tested. The device functioned properly and was returned to circulation. There was no pt injury or medical intervention necessary according to the hospital representative. The customer will not be returning the pump for service as it was functioning properly. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. The customer replaced the batteries and the battery harness. The batteries were charged and tested. The device functioned properly and was returned to circulation. The customer has opted to not send in the device for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.